Manufacturer narrative:
The error message vit 7 was provided to the user at the preparation of the surgery: "faulty cutter detected, please replace the cutter and prime cutter again". Vit 7 error message is a designed feature of eva to protect against a fault becoming a hazard. The event did not lead to serious deterioration in state of patient health. However, the surgery cannot be started due to this error, and was rescheduled. My vitrectomy module is being sent back to dorc for investigation. The investigation results will be reported in a follow up report or a final report.

Event description:
Vit7 error occurred (faulty cutter detected) and they had to abort surgery. The patient was being anesthetized, and due to the error, the surgery cannot be started and the surgeon had to wake up the patient. The surgeon rescheduled another surgery.

Manufacturer narrative:
Investigation of the returned vitrectomy module determined a loose vitrectomy connector. The module was replaced. During the startup of eva the error message vit7 occurred due to this problem. As a result of this safety warning the surgeon decided to postpone the surgery. This error message was correctly interpreted by the surgeon and as appropriate the module was not used. This complaint has now been closed.